Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with all operating currents within specification. No unexpected failed battery test alarms were noted. However, the pump had minor scratches on the lcd window, a cracked reservoir tube, a cracked reservoir tube lip, and broken battery tube threads.

Event description:
Customer reported having a crack in the insulin pump and receiving a failed battery test. Customer stated that a piece of the plastic was missing on the back of the insulin pump. Customer's blood glucose reading at the time of the call was 495 mg/dl. No further information reported.